Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the front end board but this did not correct the issue so the old one was put back in. The drive transducer was replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Inthe full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) electrical test failure code # 53 and maintenance required code # 3. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period ((B)(6) 2019 through (B)(6) 2020) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: b5, d4 (catalog#, unique identifier (UDI) #).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced intermittent issues involving electrical test failure code # 53 and maintenance required code # 3. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.